Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, while the device was being used in stapling of the vessels and oozing tissue, when surgeon went to fire, there was a lot of resistance and then the handle cracked and which allowed closing of the handle. The stapler cracked and no firing of stapler occurred. The reload was not deployed and there were no staples laid. The surgeon was able to press the green button and squeeze the handle. The device was pulled out of patient and handle no longer properly engaged with reload - opening and closing of handle was not opening and closing the reload. There was an incomplete staple line proximally. A new stapler was employed as no tissue was cut or stapled. A new handle and reload were used to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted that the reload was pre-fired and engaged in interlock with the jaws open. Functional testing of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.